Manufacturer narrative:
On (B)(4) 2015, a field service engineer (fse) was dispatched. The fse guided the customer on the phone. The customer found a cup jammed in the incubator, removed the cup, and aftewards, the instrument ran with no errors. The instrument was performing as expected. No further action was required from field service. The probable cause of the event was a cup jammed in the incubator. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported error 3300 (incubator mixing failure) with their aia-1800 analyzer. The customer was unable to run fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.